Manufacturer narrative:
Manufacturer reference no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms, which were confirmed and reproduced while running a loaded set. During the evaluation, the upstream sensor had low fluid numbers. The failed upstream sensor was replaced. (B)(4).

Event description:
During baxter's evaluation of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.